Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system and noted a failure on the circuit compliance test. The customer refused further service from ge healthcare. The hospital biomed replaced the ventilator engine.

Event description:
The hospital reported the unit failed preoperative testing. There was no report of patient involvement.